Event description:
While fitting a (B)(6) male pt, a pt service rep (psr) contacted zoll customer support to report that the battery charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval, the power brick was defective. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective power brick. The pt rec'd a replacement battery charger.